Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Reportedly, the issue was resolved by changing out the pump supplies. Blood glucose (bg) level ranged from 120 to a "high" bg reading with trace to moderate level of ketones. The elevated bg value was not provided. Reportedly, manual injections were administered to address bg level.